Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that several bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: problem: bd insyte autoguards' needle may fail to retract into the safety sheath. Staff may be exposed to bloodborne pathogens while trying to activate the safety mechanism or while disposing the needle. Background: two ecri member healthcare organizations report that several bd insyte autoguards failed to retract the needle. The 20 x 1.16 g had one lot but the 22 g x 1 two lots were reported.

Event description:
It was reported that several bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: problem: bd insyte autoguards' needle may fail to retract into the safety sheath. Staff may be exposed to bloodborne pathogens while trying to activate the safety mechanism or while disposing the needle. Background: two ecri member healthcare organizations report that several bd insyte autoguards failed to retract the needle. The 20 x 1.16 g had one lot but the 22 g x 1 two lots were reported.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.